Manufacturer narrative:
Follow-up #1: date of submission 08/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: during investigation, the pump failed to power on due to moisture. The original complaint was unable to be adequately investigated. Unrelated to the original complaint, there was moisture visible in the display. The battery compartment was found to be cracked above and below the bumper pad. The pump case was found to be cracked near the top right corner of the case. The pump leaks at the battery compartment and the crack in the case. The pump was opened and there was moisture damage found throughout the pump. There was no power due to moisture.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. It was reported that the pump emitted a communication alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.